Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked and blank display screen.this report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: no leak was found. Open pump to inspect, no defect involving to moisture in this pump. No evidence of internal moisture is found. The display screen is totally blanked. Open pump to inspect, remove the cracked display screen to do a test with knew good screen, the good display screen is resume the power up as normal and display verify screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.